Manufacturer narrative:
Eval: as returned, the weld between the sleeve and drill bit has fractured. The lot number was not provided, therefore, it is not possible to determine when this device was mfg and the device history records can not be reviewed. Given that the lot number was not provided it is possible that this device was reused, which is not per the labeling of the device. With the given info the exact cause of the failure can not be determined.

Event description:
It is reported that the instrument fractured and was stuck in the pt's glenoid.